Event description:
The device was received into product analysis which is underway but not yet completed. No other relevant information has been received to date.

Event description:
Lead product analysis was approved . The allegation of ¿mechanical problem, abraded insulation¿ was confirmed. During the visual analysis two abraded openings on outer tubing and one abraded opening on the inner tube were observed. The allegations of ¿explanted, due to lead break / high impedance¿, & ¿fracture of lead(s), failure of device¿ were also confirmed. During the visual analysis, the pin coil was found to be broken. The fracture mechanism could not be ascertained. Continuity checks of the returned lead portion was performed during the functional analysis, and no other discontinuities were identified. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Implant card was received indicating patient had full revision surgery due to battery depletion neos and high impedance due to; tear in lead insulation. The explanted product is available for return but has not been received to date. No other relevant information has been received to date.